Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 599 mg/dl. The caller stated that the insulin pump was missing bolus information from (B)(6). The caller stated that the customer was wearing the insulin pump the entire time. Assisted the caller with a test bolus, and it did appear in the bolus history. Advised the caller that the insulin pump would be replaced to be safe. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.